Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been received to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported that the product was caught in the sealing part of the primary pouch. A photograph was provided. It was further reported that the product was not used.